Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch® ultramini meter is giving an error message. The patient's diabetes is managed with self adjusting insulin. The product issue began during (B)(6) 2010. The patient claimed that one week prior to contacting lfs, she ran out of test strips due to the error messages. At the same time, the patient developed symptoms of feeling weak and shaky. It is not clear how she managed her diabetes on the day of concern and what treatment she took to abate the symptoms. According to the troubleshooting performed with customer service, the patient was unable to identify the error message. The product issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she had symptoms that can be associated with hypoglycemia after the product issue began.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that during variax dr operation, the driver ((B)(4)) broke and the tip of the driver remained in the groove of the top of rocking screw when the surgeon inserted the rocking screw. The surgeon inserted the screw with another driver ((B)(4)) after he removed the remained tip of the driver from the groove with pliers.